Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the eos battery status. The ICD was implanted for about 56 months and 95 charging cycles were recorded to the icds memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock deliveries, as mentioned in the complaint description. Furthermore, the analysis of the shock holter data showed that an amount of 71 charging cycles was performed by the device within less than an hour on (B)(6) 2020. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the lead was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries, confirming the clinical observation. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. The battery was not depleted. The integrity of the lead cannot be assured. There was no indication of an ICD malfunction.

Event description:
This ICD was explanted during an rv lead revision. After an implantation period of approx. 57 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. A revision was done. The rv lead was capped and a new lead was implanted.